Event description:
A consumer reported experiencing blurry vision like a film over her eyes, a smudge spot in her visual field, and a decrease of vision following bilateral intraocular lens (iol) implant surgery. The consumer stated that initially following surgery, her vision was good, but several weeks later, her vision began to get blurry. The surgeon has referred the consumer to a retinal specialist for evaluation. The pt was seen on (B) (6) 2009 for a sudden onset of blurry vision of the left eye and dilated pupil. The pt was noted to be using a scopolamine patch. The acute event was determined to be due to the use of the scopolamine patch. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/02/2009 and 11/03/2009 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 11/04/2009. (B) (4). (B) (4).